Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had reoccurring insulin flow blocked alarm. The customer blood glucose level was 31.2 mmol/l. The customer was assisted with troubleshooting. The customer states they had tried different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they have tried all remedies. Customer declined to troubleshooting as they have already changed the entire set three time and still getting the same alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.